Manufacturer narrative:
Date of event: date inaccurate; only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient's ins was replaced with a different manufacturer's ins; the patient confirmed that the battery was replaced due to normal battery depletion. They noted that their wire wasn't working and that there were plans to replace the lead but the patient didn't give a specific date the surgery was scheduled for. The doctor confirmed the lead wasn't working. No further complications reported.